Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used in treatment, was not returned for evaluation. Due to unavailability, evaluation was limited. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may unintentionally occur during user¿s removal of product from its packaging. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instructions for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) improper spacing of the anchors; proximity to each other. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. If the deployment slider does not return to its most proximal position after t1 deployment, t2 will not deploy. The user may manually return the slider to its proximal position if necessary. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated a similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instruction for use contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, when the lateral meniscus was sutured using a fast fix 360 implant, the doctor inserted the needle to the top of the white guide, they performed the passage of the first peak of the implant without problems, the needle was entered again towards the medial part of the meniscus to enter the second peak, this was triggered but when removing the needle, the peak was not released with the shot. This peak came out of the needle when we removed it from the joint. When they noticed this failure, the doctor cut the thread with an arthroscopic scissors and the peak that was left in the joint was removed. The procedure was completed with a backup device with no significant delay or other complications. Patient's health is stable.